Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous superficial femoral artery. A non bsc stent was implanted to treat the target lesion. A f/g sterling otw 5.0 x 40/135 (4f) was selected for post dilatation. The balloon was inflated and ruptured. The number of inflations and to what atmospheres is unknown. There were no patient complications reported with the patient's status listed as "good."

Event description:
It was further reported that the lesion was severely calcified. The balloon was removed intact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was noted that dried blood was present on the outer surfaces of the device. Visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The tear was approximately 17 mm long and approximately centered between the markerbands. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)